Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 5 injections. The reported issue has not been confirmed through testing. The catheter passed the returned product inspection as per specification. Dissection / pressure testing did not show any leaks or traces of liquid/blood inside the catheter.

Event description:
Information received by medtronic indicated that blood was noticed at the coaxial umbilical connection when aspirating the catheter. The catheter was replaced and the cryoablation procedure was completed. No patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.